Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the hexavue custom room racks and found that the gesture control feature was enabled to allow the reported event to occur. The technician disabled the gesture control feature, tested the function and operation of the unit, confirmed it to be operating to specification, and returned the unit to service. No additional issues have been reported.

Event description:
The user facility reported that during patient procedures, monitors on two of their hexavue custom room racks were displaying a pop-up page that could not be closed out. No report of injury.